Event description:
The customer reported being at the emergency room due to high blood glucose of 709mg/dl, and she was treated with an insulin drip. The customer experienced fuzziness in the head and staggering. The customer's glucose dropped to 167mg/dl after she was reconnected to the insulin pump and then she was released. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. Instructed the customer to change the entire infusion set and reservoir. Suggested to remove the cannula and it was not bent or occluded. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.